Event description:
It was reported that in (B)(6) 2007, the patient had been experiencing pain in her back for approximately six months and had been receiving steroid injections to assist with the pain. On (B)(6) 2007, the patient underwent right sacroiliac joint fusion surgery and rhbmp-2/acs was implanted during the surgery. The surgeon noted in the patient¿s follow-up appointments that her surgery had achieved only a partial fusion. The patient had been treated with pain medication and steroid injections to deal with her pain. On (B)(6) 2009, the surgeon performed a second surgery consisting of a right si joint fusion and rhbmp-2/acs was implanted. Since her surgeries,the patient had suffered from increased and more frequent pains in her back. As a result of this increased pain,the patient had been forced to make major life changes, including transitioning to homeschooling as the result of not being able to sit in a classroom environment for extended periods of time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.